Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55: warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.6 mmol/l (316.8 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Multiple corrections were administered using the pod (total of 10.75 units) but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A manual insulin injection of 3 units using a pen was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
No kinks were observed on the soft cannula. Inspection of the device found that the formed needle was dull at the tip, which caused the reported bleeding/bruising. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.